Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and determined that the contacts were bent/cracked. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to strain/ normal wear. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the contacts on the universal battery charger device were bent/cracked. It was further noted that the loading bay three[3] contacts were torn and could not be tested. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The device availability was documented as unknown in the initial report. The device availability has been updated to december 3, 2015. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.